Event description:
A patient was admitted to the hospital with right lower quadrant pain. Customer reported that the ultrasound exam showed normal blood flow of the left ovary and no blood flow of the right ovary.

Manufacturer narrative:
The patient presented with right lower quadrant pain and an ultrasound was ordered to rule out ovarian torsion. The exam was completed with a toshiba diagnostic ultrasound system using transducer pvt-681mv. Normal blood flow was shown on the left ovary, and the right ovary had a cyst and showed no blood flow. The lack of color suggested ovarian torsion and patient was sent to surgery based on the results of the ultrasound. Diagnostic laparoscopic surgery was performed and confirmed no torsion. The cyst on the right ovary was removed. Since this equipment could show the left ovarian blood flow, it ran normally and it had enough performance to detect blood flow.